Event description:
It was reported that during a laparoscopic sleeve procedure, the black misfired and then a new stapler and green misfired. There were no patient consequences. Case completed with a third device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60t cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the no incomplete staple line was noted and no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was meant by misfired? The staples didn't form on the patient side. Did the device deliver any staples? Yes on the specimen side but not formed on patient side if yes, were the staples formed properly? On specimens side. Not on patient side. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Black. Were any of the forces higher or lower than expected (closing or opening)? No. Are the devices available for return? If yes, please provide the contact name, address, and phone number to send shipper kits. Yes.

Manufacturer narrative:
(B)(4).